Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code encr401612, lot number 8697560), was impeded in the distal end of a and prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31471122) and could not pass through, resulting in the physician retracting the stent. A second stent, an enterprise2 4mmx16mm vascular reconstruction device (product code encr402312, lot number 9123416), was used in which encountered the same issue. Both the second stent and the microcatheter (mc) were removed and replaced with new devices to complete the procedure, which was prolonged by approximately 25 minutes. There was no reported patient consequence or involvement. Additional event information received on 05-jan-2026 indicated that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 25-minute procedural delay did not result in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery system. The distal end of the delivery wire was kinked and stretched. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent prevented functional testing for the impeded condition reported, the customer complaint is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damage found in the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 05-jan-2026 indicated that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 25-minute procedural delay did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code encr401612, lot number 8697560), was impeded in the distal end of a and prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31471122) and could not pass through, resulting in the physician retracting the stent. A second stent, an enterprise2 4mmx16mm vascular reconstruction device (product code encr402312, lot number 9123416), was used in which encountered the same issue. Both the second stent and the microcatheter (mc) were removed and replaced with new devices to complete the procedure, which was prolonged by approximately 25 minutes. There was no reported patient consequence or involvement.